Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of hypoglycemia. The reporter stated that the pt had a diabetic seizure and required hospitalization. He was treated and released. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available, and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.